Manufacturer narrative:
The patient was born on an unreported date in 1980. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes and frequencies were not reported). Eight days after onset, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from the event. No additional information is available.